Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up will be submitted.

Event description:
Received info stating customer received an occlusion alarm. Reportedly customer's blood glucose level was not impacted.